Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling sleeve was loose and the device would not rotate. It was noted that the cylinder heads were loose, and the electric motor and electronic control unit assembly were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during set up for a case, it was observed that the electric pen drive device had intermittent function. It was further reported that the coupler was loose. During in-house engineering evaluation, it was observed that the device would not rotate. There was a ten minute delay to the planned surgical procedure in order to obtain a spare device. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.